Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the patient had back surgery and ended up in the ER last week with a uti so they inserted a catheter. Caller states it was determined that patient was not emptying their bladder all the way and they saw signs of that even when they were in the hospital and they did an ultrasound. Caller also states prior to the back surgery, patient was doing fine with their urgency symptoms however. Caller states patient is set to have catheter removed this afternoon and the doctor wouldn't do anything with the stimulator until this took place. Patient services reviewed options to increase stim or change programs. Caller also mentioned they called the representative this morning but have not heard back yet. Patient will be having the catheter removed this afternoon and the caller just wants to be aware of their options to help the patient with their retention. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B2: urinary retention b3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for the call was the caller reported that the patient was having a return of symptoms. Caller stated that there have been several different things happening, saying that the urgency is still there, and if they bumped up the level, it's too much pressure. Caller also stated that the patient has a reoccurring uti, and they "don't know if the bladder is not emptying fully and might be causing the uti". Caller also mentioned that the patient has "pain on the right butt cheek, which probably is from the stimulator as well". Agent had the caller connect to the ins and reviewed changing programs. Caller was able to connect and change programs. Caller was also able to increase the stimulation to a comfortable level on the pelvic floor. Caller to monitor the symptoms and agent also redirected the caller to the hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was unknown if the device/therapy caused or contributed to their uti. The patient stated they had utis prior to being implanted, and the uti was related to their underlying condition. It was unknown if the reported uti had been resolved. The patient also reported that the primary goal for using this device was to reduce or eliminate the frequency of utis, as well as to address the ongoing urgency they had been experiencing. The patient stated they had not seen the expected improvement; they were still dealing with recurrent utis, along with continued issues with urgency and frequency, which remain significant concerns. The patient stated their doctor was looking into replacing the device with a different one that would better address their issues.